Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 63-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of known coronary artery disease (cad). Hematuria was noted, and the impella was repositioned under echocardiographic guidance. The patient survived to explant. The reported event of hematuria requiring device repositioning is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, anticoagulation status and potential device position.

Manufacturer narrative:
Ppae (hematuria) : the cause of the injury was not determined due to insufficient clinical details. Additional information has been provided in d1 (brand name). Additional information (codes) has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).